Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) could not be turned on, the buzzer kept sounding. There was no patient involved.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) inspected the unit and liquid immersion marks were found on the power board, indicating a faulty power management board that needed replacement. However, due to unresolved issues with other spare parts in the previous operation, the equipment repair costs were too high, leading the customer to refuse repairs. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code, investigation findings, component code).

Event description:
N/a.